Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of difficulty advancing the guide wire through the introducer needle and subsequent unraveling of the guide wire during a removal attempt was confirmed. One unraveled guide wire was returned. The needle involved in the incident was not returned. Visual examination revealed the coil wire of the guide wire was unraveled starting 2.5 cm from the j-tip. Microscopic examination found that the core wire was also separated 2.5 cm from the j-tip. There was a curved appearance on the separated ends of the core wire, it appears that the core wire was withdrawn against the needle bevel. Both welds appear full and spherical and remain attached to the coil wire. A manual tug test confirmed that core wire was intact with the proximal weld. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/- 4 mm. The length of the proximal section of core wire measured 58.5 cm. Combined with the 2.5 cm piece on the distal end of the guide wire, the total length of the core wire was 60 cm indicating that no pieces appear to be missing. The outside diameter of the guide wire measured .806 mm, which met specifications. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions other remarks: caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and did not reveal any manufacturing related issues. The curved appearance on the separated ends of the core wire indicates that the spring wire guide was withdrawn against the needle bevel. Therefore, operational context caused or contributed to this issue. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the right subclavian of a male patient in the anesthesia department. The insertion was performed in accordance with the instructions: wipe disinfection of the insertion site and puncture with seldinger cannula was without problem. The wire was advanced over the needle and could only be advanced for about 4cm and then it stopped. The clinician tried to remove the wire without success. An attempt was made to remove the guide wire together with the cannula under x-ray was unsuccessful. The tip of the wire was hooked at the vessel wall. A new attempt was made to remove the wire by pulling without high force but the wire unraveled. After an incision was made the wire was removed together with the needle. A new catheter was placed successfully for the patient. There was no delay in treatment and no patient death or complication reported.